Event description:
Reportedly, after firing, the anvil did not tilt, removed the device from the cavity tenderly. After the anastomosis was placed, bleeding was noted from the intestine. The pt was under observation.